Event description:
It was reported that the patients ipg would not charge. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed by facility.